Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain and discomfort due to the s loop of the t12 lead pushing on a nerve root. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician pulled the inferior s loop out. However, the patient still experienced mild discomfort following the (B)(6) 2024 revision resulting in an additional surgery wherein the t12 lead was explanted on (B)(6) 2024 to address the issue.